Event description:
On 26-jul-2025, the user reported that the ilet device screen was unresponsive, preventing them from sliding to unlock. A firmware update was performed, and the issue was resolved. Blood glucose (bg) was not affected. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.